Event description:
A pt reported blood glucose results of "61 mg/dl and 98 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt retested and obtained blood glucose results of 91 mg/dl and 101 mg/dl. No products have been replaced.